Event description:
It was reported that the patient experienced a right ventricular perforation. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.